Event description:
Left head siderail would not lock in the upright position.

Manufacturer narrative:
Tech lubricated side rail latch assemblies on all 4 siderails and tightened any loose siderail fasteners to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.